Manufacturer narrative:
Additional information: based on the information received the patient was initially implanted with the fmt on the short process of incus. At the initial activation the patient had no benefit received from the device, resulting the patient had a revision surgery to change the position of the fmt from the short process of the incus to the round window. After the revision surgery, the patient was unable to hear anything through the audio processor. In situ testing results were indicative of insufficient coupling of the fmt, even though no post-operative imaging was done to confirm the position of the fmt. The patient is reportedly still within criteria for the device and there has been no change in the unaided audiograms before and after the implantation. The patient wishes to be explanted of the vorp503 and implanted with a baha on the left side. The patient has a baha on the contra-lateral side from which he receives benefit. Explantation is planned but at this point in time but no date has been set.

Event description:
Initially the patient was implanted with the fmt placed on short process of the incus. At the time of the initial activation signal presentation levels used in testing were extremely elevated and the patient received no benefit from the device. As a result, revision surgery was performed on (B)(6) 2017 and the fmt was then placed on the round window. Both surgeries were reportedly uneventful. At the activation on (B)(6) 2017 after the revision surgery, the patient was unable to hear anything through the audio processor. In situ testing results were indicative of insufficient coupling of the fmt. No post-op imaging was done to confirm position of the device. The patient is reportedly still within criteria for the device and there has been no change in the unaided audiograms before and after the implantation. The patient has a baha on the contra-lateral side from which he receives benefit. Patient has bilateral microtia. The patient wishes to be explanted of the vorp503 and implanted with a baha on the left side as well. Patient will follow-up with his surgeon. Explantation is planned though no date has been set for the procedure.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device malfunction which is expected to have been present whilst implanted and explain the observed problem. This finding was expected, because according to the received information the device seemed to be functional during in situ testing. The damages observed during device investigations are most likely due to the removal surgery. The reported insufficient auditory perception appears to be most likely related to an insufficient mechanical floating mass transducer coupling to the structures of the ear, as revealed also by testing whilst implanted. The recipient is still within criteria for the device and there has been no change in the unaided audiograms before and after the implantation. After two unsuccessful revision surgeries the user wished to be explanted of the vorp503 and was re-implanted with a device from another manufacturer. This is a final report.

Event description:
Initially the recipient was implanted with the fmt placed on short process of the incus. As a result, revision surgery was performed on (B)(6) 2017 and the fmt was then placed on the round window. Both surgeries were reportedly uneventful. At the re-activation on (B)(6) 2017 after the revision surgery, the recipient was unable to hear anything through the audio processor. The recipient has a baha on the contra-lateral side from which there is good benefit. The recipient wishes to be explanted of the vorp503 and implanted with a baha on the left side as well. The device has been explanted and received for investigation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Initially the patient was implanted with the fmt placed on short process of the incus. At the time of the initial activation signal presentation levels used in testing were extremely elevated and the patient received no benefit from the device. As a result, revision surgery was performed on (B)(6) 2017 and the fmt was then placed on the round window. Both surgeries were reportedly uneventful. At the activation on (B)(6) 2017 after the revision surgery, the patient was unable to hear anything through the audio processor. In situ testing results were indicative of insufficient coupling of the fmt. No post-op imaging was done to confirm position of the device. The patient wishes to be explanted of the vorp503 and implanted with a baha on the left ide as well. Patient will follow-up with his surgeon.